Event description:
Several physicians have experienced difficulty inserting the abbott multilumen kit, 7 fr 20cm; one physician experienced difficulty removing guidewire (actually knotted). One catheter's "anchoring device" cracked, allowing catheter to fall out, while the "anchoring device remained sutured in place. No harm to pt. Due to fact that policy was not followed by staff, there is no definitive lot # to report, but facility has been able to determine by storeroom records that the most likely lot # is 43166 sn: rptr does have the catheter w/the knotted guidewire which is available for examination. Triple lumen catheter to rt neck. The device holds the triple lumen catheter in place was sutured; sutures were intact. The triple lumen catheter was found leaking and in wrong positioning. The device that holds the triple lumen catheter had cracked - allowing the triple lumen catheter to fall out. The device remained anchored (sutures intact). Physicians notified. New triple lumen catheter placed 10/29/1998.